Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the units had an inflation/deflation issue wherein continuous leak was noted. The patient had to be reintubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the units had an inflation/deflation issue wherein continuous leak was noted. No patient harm.